Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient is non-compliance with pd. The patient was hospitalized and treated with vancomycin injection (1gm, intravenous, every 5th day, discontinued after 8 days), fortum injection (1gm, intravenous, once daily, discontinued after 8 days) and amikacin injection (125mg, intravenous, once daily, discontinued after 8 days) for peritonitis. Four days after hospital admission, the pd therapy was discontinued and the pd catheter was removed. On an unknown date, the patient was transferred to hemodialysis. Eight days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.